Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were normal. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received analysis found internal abrasions between 4.8cm and 14cm from the distal tip electrode. Without return of the entire lead, a complete analysis could not be performed.